Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the patient went into an arrhythmic "storm" and received multiple shocks. During ventricular fibrillation episodes on (B)(6) 2010, the device double counted intermittently which accounted for oversensing. No noise was seen during the episodes. Per the clinical specialist, "all of the shocks appeared appropriate. The patient had multiple episodes of vt/vf." The patient was seen (B)(6) 2010 by the clinical specialist who noted the patient's rhythm was then normal and everything was sensing and working fine. Later review of manufacturer's database revealed the patient died on (B)(6) 2010. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received. The intensive care attending physician reported the patient's heart function was very poor.